Event description:
It was reported to nova biomedical that a consumer received a result of 3.7 mmol/dl (67 mg/dl) on their blood glucose meter. The consumer immediately performed another test using the same test strips with another nova meter getting result of 14.7 mmol/dl (266 mg/dl). The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.